Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 350 mg/dl at the time of the event. It was also reported that the insulin pump alarmed no delivery. Nothing further was reported.